Event description:
Upon activation of plasmablade device during surgery, an EKG machine lost pacing and all signals. No injuries to patient.

Event description:
Upon activation of peak pulsar system during surgery, an EKG machine lost pacing and signals. No injuries to patient.

Manufacturer narrative:
(B)(4) method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Root cause: pulsar ii is an electrosurgery device and, as such, is considered an internal radiator of rf energy when keyed (via footpedal or handpiece activation). All equipment in the or should be designated to withstand the emi interference generated by the pulsar ii generator (per iec 60601 requirements). The pulsar ii generator is functioning as designed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.